Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure and the patient experienced pericardial effusion that required pericardiocentesis. After an afib case, when the patient was already in recovery, a pericardial effusion was confirmed on ultrasound. It is unknown what led to the discovery of the pericardial effusion. The patient was in recovery and had to be brought back into the lab for a pericardiocentesis. The patient was in stable condition and fully recovered. A brk needle was used for transseptal puncture. Prior to noting the pericardial effusion, no ablation was performed. There was no evidence of steam pop.